Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The customer called tac (technical assistance center) stating when plugging scope into unit there is a b30 error message. The customer was advised to have the unit and scope clean. It was suggested to try another scope to see if the error message is associated with the scope or unit. Olympus is awaiting an update from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii xenon light source displayed a b30 (scope communication) error. There was no report of patient harm associated with this event.